Event description:
It was reported that a patient disconnected their solution bags during therapy. The patient was connected at the time that they disconnected the bags. This occurred during drain cycle four of four in peritoneal dialysis therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. However, it was reported that the patient disconnected the solution bags while they were connected to the setup. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the patient to disconnect themselves aseptically from the setup before disconnecting solution bags. The guide warns that if a bag becomes disconnected during therapy, the patient should follow the end therapy early procedure and warns that contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.